Manufacturer narrative:
The (B)(6) instrument logs were reviewed and no issues were identified. There was no documented instrument part replacements or adjustments. A specific cause for the elevated alinity I free t4 result was not identified. Issues with sample integrity could not be ruled out. Return testing was not completed as returns were not available. A review of the instrument service history did not identify any contributing factors to the falsely elevated result. There were no additional tickets regarding discrepant or erratic patient results. A review of the product monitoring review for the alinity/architect systems revealed no systemic issues or trends associated with the issue described in this complaint. The historical data for the alinity I system revealed no trends, systemic issues, or nonconformances related to this issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, sn (B)(6).

Event description:
The customer observed a falsely elevated alinity free t4 (ft4) generated on an alinity I processing module for one patient. Sid (B)(6). Initial result = >64.35. The result was reported to the medical provider and cordarone, an anti-arrhythmic, was stopped by the medical provider due to falsely elevated free t4 results. The sample was repeated generating a result = 19.36. Other test results: hstnl stat result 66.2 ng/l, ferritin 301.89 ng/ml, tsh not initially measured. Tsh was performed during the sample rerun generating a result = 0.8645 miiu/l. The customer was unable to provide information about any harm to the patient due to the medication being stopped. Due to the lack of information, this incident is being conservatively reported as a serious injury.

Event description:
The customer observed a falsely elevated alinity free t4 (ft4) generated on an alinity I processing module for one patient. Sid (B)(6) initial result = >64.35. The result was reported to the medical provider and cordarone, an anti-arrhythmic, was stopped by the medical provider due to falsely elevated free t4 results. The sample was repeated generating a result = 19.36. Other test results: hstnl stat result 66.2 ng/l, ferritin 301.89 ng/ml, tsh not initially measured. Tsh was performed during the sample rerun generating a result = 0.8645 miiu/l. The customer was unable to provide information about any harm to the patient due to the medication being stopped. Due to the lack of information, this incident is being conservatively reported as a serious injury.

Manufacturer narrative:
Continued information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.